Event description:
It was reported that the longevity of the device is thirteen months and that the patient had felt weak and out of breath when walking. There have been programming changes to improve the patient's symptoms. The patient has complained that the longevity of thirteen months for the device is too short. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).